Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient receiving unknown medication (unknown concentration and dose) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. The patient reported "lately I've been having problems" with the pump. She stated "they are getting it worked out and the "medtronic lady was at the surgery place." She stated that she was having to go back in to surgery to fix it. The patient stated that her family wanted to do a reunion in (B)(6) and she wanted to know whether there's an hcp in the area, in case there's an emergency; she mentioned that her nurse told her that they weren't in (B)(6). When asked to clarify what the problems with the pump were, the patient stated "for some reason it quit working," she went into withdrawal and was in the hospital for a few days. When asked when this happened, the patient stated "they are fixing it and it's fine." She reported that there was a hospital right next to where they were staying and wanted to know whether they were familiar with the pump. The patient was going to call the hospital to find out whether they were familiar with the pump. Additional information was received from the hcp on 2016-07-14. The hcp indicated that the patient started experiencing problems on (B)(6) 2016. The patient was treated for symptoms of withdrawal at the hospital. A catheter access dye study was to be performed once the patient was weaned to normal saline. The cause of the pump not working wasn't determined. The event date in the report is an approximate date as it remains unclear when the issues began. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.